Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter read inaccurate erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014 at 9:20am. The patient reportedly obtained blood glucose readings of ¿300, 178, and 195mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient manages her diabetes with an insulin pump therapy; however, it is not clear what action the patient took in response to the alleged meter issue. According to the csr¿s documentation, approximately 20 minutes later the patient allegedly developed symptoms of dizziness and felt nervous, and at an unclear time later the patient reportedly consumed food/drink as treatment. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (04/23/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and 4/16/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.